Manufacturer narrative:
(B)(4). D10: unk bearing cat # unk lot # unk e1: (B)(6). G2: literature - jason howard, , thomas stanila, samuel e. Mircoff, andrew l. Chen, hassan farooq & dane h. Salazar. (2025). Investigating the surgical outcomes transitioning from a traditional grammont-style valgus-medialized reverse shoulder arthroplasty to a varus lateralized reverse shoulder implant. Jses reviews, reports & techniques, 2025; 6. Doi: 10.1016/j.xrrt.2025.100617 h6: proposed code: mechanical (g04) - head the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported through a journal article that one patient in the valgus neck-shaft angle cohort following reverse shoulder arthroplasty experienced postoperative instability and underwent a revision within approximately one year post-implantation. Attempts have been made and no further information has been provided.